Event description:
It was reported that cgm displayed malfunction error while customer used sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, was guided through pump reset, confirmed that malfunction error did not recur after reset, and successfully started new sensor session.